Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.0/082 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. The surgeon reports excessive vault, significant reduction of irido-corneal angles (ica), pain, photophobia, and fixed pupil. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5-updated/additional information: an additional suture was also performed. On (B)(6) 2021 the lens was exchanged with a shorter lens and the vault was resolved. Reference MFR file# (B)(4) for additional symptoms with the replacement lens. H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic broken. Claim# (B)(4).